Event description:
Per the clinic, the patient underwent a revision surgery (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to moved back r/s into appropriate placement on (B)(6) 2024 under general anaesthesia. The implanted device remains.